Event description:
It was reported that the patient presented to emergency department somber and tearful complaining that they wanted to cut their left ventricular assist device circuit line for the last two days. The patient did not attempt to act on this but openly admitted to the thoughts. The patient was admitted under observation for suicide watch and precautions. The patient also had complaints about difficultly swallowing pills for two days. The patient stated that they have always had difficulty with pills getting stuck but it has gotten worse. The patient experienced chills and lethargy over the past days and was only recently released on (B)(6) 2022 from the hospital post implant. During the hospitalization, the patient was treated by psychiatry with antidepressant therapy. The patient denied any suicidal thoughts upon discharge and will stay with psychiatry visits post discharge to endure the thoughts of suicide do not return. The patient's dysphagia resolved on its own during the hospital stay without treatment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: date of birth should have been redacted for clinical study. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jun2022. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including psychiatric episode that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.